Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the time of flap creation surgeon witnessed an abnormal bubble pattern as soon as the pocket was completed on patient's right eye. Surgeon was not sure if it was creating an unusual flap until he attempted to lift it and realized flap was thin superiorly. Surgeon explained to patient and it was agreed to proceed with photorefractive keratectomy on the right eye same day. No loss of best corrected acuity reported.